Manufacturer narrative:
The returned sample was received cut in half. The returned lens was inspected at the manufacturing site under 10x microscope magnification. No cosmetic conditions related with manufacturing process were identified in the sample returned. The condition of the lens cut in half is consistent with a lens that has been explanted. The condition of damage in the sample does not allow performing the inspection in the miq (measuring iol quality) equipment. However, the diopter inspection from the electronic report showed that the lens was released within the diopter specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient, who was post lasik, experienced post operative refractive surprise. The patient had an intraocular lens (iol) implant performed on her right eye (B)(6) 2013. No complications were noted during the implant procedure. The patient's post operative visual acuity was noted to be 20/70. In follow up it was learned that the explant of the iol occured on (B)(6) 2013. No further information was provided.

Manufacturer narrative:
Date received by manufacturer - 10/23/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient symptoms: blurred vision for distance. Outcomes significantly interferes with activities of daily life. The manufacturing record review showed that all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.